Event description:
The decision was made to withdraw care and the patient expired. Per medical safety officer review, the use of the device cannot conclusively be associated with the (death) outcome.

Manufacturer narrative:
B.5 patient outcome and medical safety review was added. The investigation for embolism has been completed. The impella device was not returned for evaluation. The cause of the embolism was not determined since the product was not returned and there is a lack of clinical details. The relationship to impella is unknown.

Manufacturer narrative:
The impella device was not received from the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smart assist system. Section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿. Section: warnings & cautions: warnings: section: pre-support evaluation. Section: impella cp with smart assist catheter insertion. Section: axillary insertion of the impella cp with smart assist catheter. Section: use of impella with transcatheter aortic valves. ¿in patients with transcatheter aortic valves position the impella system carefully to avoid interaction with the transcatheter aortic valve prosthesis. Unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death. In this situation, avoid repositioning while the device is running; turn the device to p0 during repositioning or any movement that could bring the outlet windows into proximity to the valve stent structures. If there is low flow observed in a patient implanted with a transcatheter aortic valve prosthesis, consider damage of the impeller and replace the impella as soon as possible.¿ "unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death."

Event description:
The user facility reported a patient with cardiomyopathy was implanted with an impella cp device for mechanical circulatory support. While on support the second day, an echocardiogram showed ¿bubbles¿ in aorta close to the impella outflow. There were no air alarms with extracorporeal membrane oxygenation (ECMO) support, but the ECMO flow was dropped. However, the patient was unable to tolerate the ECMO flow decrease for long. Bubbles remained until the impella p-level was dropped to p2. Bubbles were no longer appreciable. There was no report of adverse effects to the patient as a result of this event.